Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderate calcification resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous, stenosed iliac lesion. During advancement of the 4.0x20mm armada balloon dilatation catheter (bdc), difficulty was noted due to anatomy and the balloon ruptured during the first inflation at the rated burst pressure. A non-abbott balloon and drug-coated balloon were used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.